Manufacturer narrative:
(B)(4).

Event description:
Clinic nurse contacted dexcom on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.